Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was not recurring. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that the pump did not alarm no delivery. The customer was advised to return the infusion set and reservoir.